Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (B)(6). The root cause is due to one defective load cell. The autopulse platform is a reusable device and was manufactured on 03 may 2012. The archive data was reviewed and contained a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the event date. Evaluation of the platform during initial power up, revealed a (ua) 20 (position out of range) error message. This was caused by the driveshaft not being in home position and adjusting the driveshaft back to its home position cleared the ua 20 error message. The platform was restarted and displayed a ua 7 error message. It was indicated during testing that a load cell was defective. After replacement with a known good load cell, the platform was further functionally tested and operated as intended. As part of routine service during testing, the platform was examined and found physical damages. The observed ua 20 error message and physical damages were unrelated to the reported event. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 20 error message observed during functional testing is easily clearable by the user. The ua 20 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 20, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(6)..

Event description:
It was reported that the autopulse platform (B)(6) during initial power up, displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The ua 7 error message was observed during shift check. Restarting the platform did not resolve the issue. No further information was provided.